Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt reported information that they were on MRI, simulation off. On facial jaw, neck through body started muscle spasm maybe which have severe low back pain on and off and on never that more jabbing. Severe body pain all over body/that day probably was muscle spasm. Did not do that MRI close in really need surgery on bad jaw being torn apart 20 years facial (illegible) week twisted, went 10 min close in tunnel part MRI stopped. Pt stated trying to get body in better condition, started pain issues 26 years later, so exercise back, knee replacement r rods foot, severe back low shoulder neck hip r. The issue was resolved. Pt stated it (device) helps, stimulation in lower l back, stimulation is effective most of (the) time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). He reason for call was patient reported they couldn't finish an MRI and they were only in the MRI machine for 10 minutes because they felt something popping inside of them. The issue began august. Patient inquired MRI compatibility and agent reviewed information. Patient needed jaw surgery and previously got CT scans. Patient was reprogrammed by a 'bad' medtronic representative and the representative didn't do the reprogramming right. Representative was putting it by the hard part of their back and patient was going to have to get the x rays from the hcp because the representative didn't have 'it' right. Patient had disability. Agent redirected patient to their hcp to address the issue. Agent provided nas phone number.